Manufacturer narrative:
The customer was asked to return the AED to cardiac science for evaluation.

Event description:
A male passenger was seen to strike his head on the wall and then collapse to the floor. A doctor was on the scene at the time of the collapse. The customer reported it was very difficult to locate the staff (gp, station staff) that used the AED and the only information received was the cardiac science AED wouldn't shock the patient. When the (B)(6) ((B)(6) ambulance service) arrived on the scene they applied their defibrillator to the patient, delivered 2 shocks, and obtained return of spontaneous circulation. The patient was transported to hospital and taken to the cardiac cath lab.

Manufacturer narrative:
The customer downloaded the rescue data file from the 9300e AED and sent it to csc for evaluation. Examination of the data showed that when the AED detected a shockable rhythm, an artifact or a "check electrodes" prompt would appear immediately after the AED started charging. No shocks were delivered with the AED during the rescue. The AED was returned to csc for investigation to determine the cause of the artifact. The electrodes used during the rescue had been discarded and were not available for examination. The AED passed all incoming tests. Testing to simulate 60 days of self-tests were performed and no errors were generated. Examination of AED self-test data downloaded from the AED showed there were no errors in the 20 self-tests performed prior to the rescue. Impedance testing confirmed the AED could accurately detect impedance within the human impedance range and verified the AED could recognize when pads were properly attached to a patient. Simulated rescues with a defibrillator analyzer were performed and the AED functioned as designed during the simulations. Inspection of the main pcba found no problems. Components that could affect the patient impedance circuit were measured and no problems were found. Data from the rescue showed patient impedance was high throughout the rescue and additional simulated use testing was performed with higher patient impedances in attempts to duplicate the artifact. The AED functioned correctly during the tests and the artifact could not be duplicated at the higher impedances. The AED performed as designed during the investigation. The reported problem was not duplicated and the root cause of the problem could not be determined.

Event description:
A male passenger was seen to strike his head on the wall and then collapse to the floor. A doctor was on the scene at the time of the collapse. The customer reported it was very difficult to locate the staff (gp, station staff) that used the AED and the only information received was the cardiac science AED wouldn't shock the patient. When the las (london ambulance service) arrived on the scene they applied their defibrillator to the patient, delivered 2 shocks, and obtained return of spontaneous circulation. The patient was transported to hospital and taken to the cardiac cath lab.